Event description:
It was reported that the patient experienced fluid loss and cycling issue with the artificial urinary sphincter (aus) due to a leak and malfunction respectively. The aus pump and 4cm cuff were removed and replaced with a new pump and 3.5cm cuff. The surgeon was unable to removed the old pressure-regulating balloon(prb). It was capped off and a new prb was implanted ectopically. No patient complications were reported in relation to this event.